Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump received alarm/error message, but specific error code was unknown. Could not power off the pump. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed an alarm/error message and could not be acknowledged or powered off. Batteries were removed and reinserted to reset the device. The screen appeared pink with four triangle symbols on the left side and displayed numbers 4619, 5187, 0, 0. There was patient involvement. No symptoms were reported.